Event description:
It was reported that acute thrombosis occurred requiring additional intervention and the patient experienced chest pain. The patient presented with thrombolysis in myocardial infarction due to thrombus from the mid right coronary artery (rca) in an acute coronary syndrome case. The 75% stenosed target lesion was located in the moderately tortuous mid rca. A 4.00 x 24mm synergy xd drug-eluting stent (des) was advanced and placed after thrombus aspiration. However, 30 minutes following treatment, the patient complained of chest pain, and when angiography was performed, a thrombus was confirmed again at the stent placement area in the original target lesion. Although the thrombus was aspirated, there was no improvement, and the covered non-bsc stent was placed. It was noted that the thrombus formation could have been promoted by liquid plague and the use of not administering aspirin. Angiography was performed after placing the synergy des, and it was initially thought that where the 4-link and 2-link switches were located, was fractured. However, after optical coherence tomography was performed, the stent appeared to be bent and no stent fracture was confirmed. The procedure was completed with this device and no further patient complications were reported.